Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked j2/lcd keypad connector. No button error alarms were noted.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 to 40 mg/dl at the time of the incident. The customer was also having extreme highs of over 420 mg/dl at the time of the call. The customer had food and was given glucose and intravenous fluids to treat the lows. The customer used the pump to treat the highs. The customer also got no delivery alarms. The customer got button errors while on the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the low but did not resolve the issue. The customer had a low on (B)(6) 2018 and fell down. The insulin pump will be returned for analysis.